Manufacturer narrative:
Explant was reported to be due to aortic stenosis. There was circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter. All three leaflets contained fibrous thickening and calcification. All three leaflets were previously resected to remove tissue and contained tears. Pannas ingrowth was present on all three stent posts, but did not extend onto the leaflets. No inflammation was found. Leaflet mobility was limited by the calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, calcification and tears could not be conclusively determined; however, the tears in all three leaflets were associated with calcified nodules.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with aortic stenosis and the valve was explanted. A 23mm edwards magna valve was implanted. The patient is reported to be recovering. No further information is expected.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with aortic stenosis and the valve was explanted. An edwards magna valve (unknown size) was implanted.